Manufacturer narrative:
Product event summary: analysis confirmed the loss of telemetry, as a result the link electronic module (lem) circuit board was replaced. It was also noted that the system fan was noisy.

Event description:
It was reported the programmer rf (radio-frequency) head input had intermittent loss of connectivity. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.